Manufacturer narrative:
Unit passed rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. Unit received with broken reservoir tube lip and minor scratches on lcd window.

Event description:
The customer's mother reported via phone call that he was experiencing high blood glucose levels. The bolus wizard was not calculating properly. The hospital insisted they change out the insulin pump. Customer's blood glucose level went as high as 600 mg/dl. The device was not returned.